Event description:
It was reported that the device eroded through the skin nad the lead was removed during the procedure. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation had cosmetic metal ion oxidization the outer insulation had cosmetic environmental stress cracking, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.